Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that within a week of implant of the right ventricular (rv) lead the patient experienced significant tricuspid valve regurgitation. The physician felt that the right ventricular (rv) lead was the cause, as it was not allowing the valve to close properly. The lead was removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.